Manufacturer narrative:
The affected device was available at the manufacturer repair center. During the device analysis the issue could be confirmed, and a faulty display was determined to be the root cause. After replacement the device passed the test according to specification. A failure of the display is immediately obvious for the user. Monitoring functions and the user interface of the cockpit are no available as a result. Ongoing ventilation is not affected and continues with unchanged settings. Safety relevant parameters such as fio2, minute volume, or airway pressure are displayed in the secondary oled display of the ventilator. The secondary display also includes an indicator for the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported in the user facility report: uring care, ventilator screen black and non responsive. However, it was still appropriately ventilating patient. Respiratory therapy assisted with changing patient's ventilator out. Malfunctioning ventilator sent to ce for investigation. No patient harm.